Event description:
It was reported that this pacemaker's battery appeared to be prematurely depleting as the battery longevity projection had changed from 6.5 years to 3 years in one year. A review of the data by a boston scientific technical services (ts) consultant showed power consumption had been increasing over the past year. Device replacement or reevaluation was recommended within 90 days. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker's battery appeared to be prematurely depleting as the battery longevity projection had changed from 6.5 years to 3 years in one year. A review of the data by a boston scientific technical services (ts) consultant showed power consumption had been increasing over the past year. Device replacement or reevaluation was recommended within 90 days. Information was later received that this pacemaker was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. This device has returned and been analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.